Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that on (B)(6) 2018, the patient initiated a 911/emergency protocol and was hospitalized for an elevated blood glucose (bg) of 19.8 mmol/l with a large ketone level of 4.4 associated with an alleged loss of prime issue. Reportedly, the patient discontinued pump therapy, was hospitalized and was treated by a healthcare provider and received insulin via injection as treatment. The patient went home the next day and their bg level had decreased to 15.2 mmol/l with a moderate ketone level of 2.2 and the patient was stabilized with insulin pens. During troubleshooting with customer technical support (cts), it was revealed that the patient was over/under cycling the cartridge 10 times which potentially caused the loss of prime issue. The cartridge was reportedly changed but the loss of prime warning was received again later. It was also revealed that the loss of prime occurred 2 or more times. The user was educated on loss of prime warnings and cartridge use per instructions for use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.